Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in (B)(6) 2018, the patient's prior ins had reached eri (end replacement indicator), and their therapy kept turning off, so they would have to turn it back on. The ins was replaced in (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the patient had been the one to initially report the event to them. They did not know what was done with the ins after it was replaced in (B)(6) 2018. They also could not confirm if the cause of the stimulation/therapy turning off was determined. No further complications were reported or anticipated.